Manufacturer narrative:
Only half of the lens was returned to b+l for evaluation. The optic has been cut or torn in half. A portion of one haptic is attached to one piece of the lens optic. The optic has a cloudy white appearance and some areas with an orange peel appearance. A chemical stain test was performed and confirmed calcium precipitated on the lens. The lot number was not provided; therefore a DHR review could not be performed. Three major types of calcification have been previously described. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Based on the current information the exact root cause of the observed calcification could not be conclusively determined.

Manufacturer narrative:
The lens is not available for evaluation; therefore it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. Three major types of calcification have been previously described. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. The lot number was not provided; therefore a DHR review could not be performed. Based on the current information the exact root cause of the event could not be conclusively determined. Hydroview lens is a discontinued product and is no longer manufactured or distributed by b+l.

Event description:
It was reported that a hydroview lens is scheduled to be explanted due to presumed calcification about 16 years post implant. The lot number was not provided; therefore it cannot be determined if this is a hydroview 1.0 lens. Additional information has been requested but has not been received.